Manufacturer narrative:
(B)(4). The customer returned an unraveled guide wire and a 3-lumen catheter for evaluation. The guide wire was unraveled but remained a single continuous piece. The unraveled guide wire was still located inside the returned catheter. No other components were returned. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in a few locations along the body. No obvious defects or anomalies were observed on the returned catheter. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip is tapered at the point of separation. Microscopic examination of the catheter did not reveal any defects or anomalies. The kinks in the guide wire body were measured at 25mm, 110mm and 155mm from the distal tip. The broken core wire measured 604 mm in length, which is within the specification of 596-604 mm per drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire and the catheter body length were measured and were found to be within specification. Although resistance was met, the guide wire was able to be removed from the catheter without further damage. The catheter was flushed with water prior to functional testing. At first, the medial lumen was unable to be flushed. Unknown foreign material was found inside the lumen track. Once removed, the medial track was flushed without any additional issues. This foreign material had no impact of the outcome of this investigation. A lab inventory guide wire of same diameter as the returned catheter passed through the distal extension line and catheter body of the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and insertion components and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered , withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guidewire malfunctioned. It hung in the vein then curled/unraveled.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports the guidewire malfunctioned. It hung in the vein then curled/unraveled.